Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently did not deliver boluses properly. Reportedly, the boluses delivered were not effective at treating the customer's blood glucose (bg) levels, resulting in multiple boluses being delivered to treat each bg event. The customer's bg level ranged from 175-275 mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer did not respond to follow up requests.